Event description:
Device issue: none. Adverse event: dissection requiring intervention. Time of adverse event: during the procedure. It was reported that during a procedure to treat a right coronary artery (rca), during pre-dilatation in the mid portion of the rca at 8 to 10 atmospheres (atm), a type b dissection occurred, compromising the flow of the rca. An attempt to use a vision 3.5 x 15 stent was unsuccessful, because it would not cross the calcified, tortuous vessel. The dissection was successfully treated by balloon angioplasty and the case was completed. There was no reported patient sequela. No additional event or patient information is available.

Manufacturer narrative:
(B) (4). (B) (4). Dissection and ischemia are known adverse events listed in the product risk assessment and dissection is listed in the voyager instructions for use (IFU). Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.